Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a trial patient. It was reported that the patient came into the office to have their lead pulled, stating that they had spiked a 102.5 degree fever the night before. The patient was woken up by the fever due to the sweating. The patient stated that they took some of their son¿s amoxicillin and motrin before going back to bed. The day before the fever, the patient stated that they had back pain and soreness but stated that they did not have a temperature. The patient¿s wife looked at the insertion site. There was no redness or drainage present and the dressing was intact. The hcp removed the lead on (B)(6) 2016 and noted that there was no redness or draining. The patient felt tenderness in the muscle of their back. The patient went home with the plan to finish a course of antibiotics. The patient had an MRI. The hcp informed the manufacturer representative on (B)(6) 2016 that the patient had an epidural abscess found in the MRI. T he issues were not resolved at the time of the report and the manufacturer representative was waiting to hear back about the treatment plan for the patient. Additional information received from the hcp reported that the implant of the lead was uneventful. The MRI was performed on (B)(6) 2016 after pulling the lead. The patient had complaints of fever, chills, redness at the ins site, and left side back pain before the removal of the lead on day 6 of the trial. After the lead was taken out, the patient had a fever, nausea, vomiting, and a headache. The patient was sent to the emergency room (ER), had the MRI, and a ¿cbc¿ (complete blood count) was done. The patient was put on outpatient antibiotics for 48 hours. The MRI was repeated and found the same that a laminectomy had been done at t10, t11, and t12. It was reported that the back pain, fever, and headache were better and resolved. The hcp stated that the complaint of pain was due to repeated surgeries.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative stating that the trial lead was disposed of.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.